Manufacturer narrative:
The concerned device has been returned for evaluation. Our experts performed a visual and functional testing of the returned device. The valve was returned in water. The tests did not reveal any obstruction or leak. For the two pressures used (150 mmh2o and 230 mmh2o) the initial pressures (during production) were well in conformity but the pressures measured on the returned valve were : - conform in 230 mmh2o - too low in 150 mmh2o (value of 120 mmh2o) according to the revision surgery, the problem was a suspicion of obstruction, and this non-compliance of the 150 mmh2o value would in this case be unrelated to the problem. In addition, it is possible that the spring has been slightly modified during the flushing tests (test realized to check the function of the valve after explantation). As it is a rather sensitive part, this could be enough to explain the difference observed in return. As a result, the obstruction could not be confirmed. Moreover, the low pressure measured on the returned valve was related to a test realized after implantation so there was no risk for the patient.

Event description:
The valve polaris 400 implanted on an adult patient with a chiari malformation. Clear signs of overerdrainage in 150 and slight underdrainage in 230. Doubts about an obstruction because the symptoms of hydrocephalus tended to come back in recent weeks. Distal catheter changed during revision but ventricular catheter maintained in place despite low flow rate (possibility of injecting). Explantation for replacement by a valve polaris 24.